Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprostheses (proximal: tgt3720/8640142, tgt3715/8669833) for a thoracic aortic aneurysm repair. On (B)(6) 2011, the patient was discharged. The aneurysm diameter was 61mm. On (B)(6) 2011, in six-month follow-up study, no endoleak was found. On (B)(6) 2012, in one-year follow-up study, no endoleak was found. The aneurysm diameter was 60mm. On (B)(6) 2014, in four-year follow-up study, a type ii endoleak was found. The aneurysm diameter was 72mm. The aneurysm enlargement was found. The physician decided to take a wait-and-see approach. A renal failure was found due to much contrast material on dialytic therapy. No further information was obtained.